Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that evidence of moisture ingress was visible behind the pump display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/06/2014 with the following findings: a review of the pump black box data revealed pump reboots to clear cs 054 call service alarms. During a visual inspection of the pump, the battery compartment was observed to be cracked, and moisture ingress was visible behind the display lens. The returned battery cap secured properly to the pump, and the pump powered on with audible tones, no vibration, and a distorted display image due to moisture. During testing, the pump emitted a cs 128 call service alarm during attempted rewind steps due to internal moisture damage. A leak test was performed and failed due to a battery compartment leak. The pump case was removed, and evidence of moisture ingress was found throughout the pump interior.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.